Manufacturer narrative:
The additional proglide device referenced is filed under separate medwatch report number. (B)(4). The device was not returned for analysis. It should be noted that the proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulty positioning the knot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty positioning the knot could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that two puncture closures of the right common femoral vein were attempted using proglide devices with a 6f sheath and 9f sheath after an interventional atrial fibrillation procedure. Reportedly, at the 9f puncture site the proglide device was deployed, but the 14f sheath in an adjacent puncture site made it impossible to advance the knot with the suture trimmer. The same results occurred at the 6f access site. Hemostasis was achieved at both sites using manual compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.